Event description:
It was reported that there was a 1¿15-minute delay and the patient was under anesthesia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck to the bottom roll. The bottom roll and the ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Foreign: australia. Telephone: (B)(6).

Event description:
It was reported that the insert was stuck inside the mesher during surgery. The perioperative team members cranked it and now it's broken. There was no harm/injury to the patient. There was no medical or surgical intervention required to complete the surgery. There was no additional surgery required. The malfunction did not cause damage to graft harvest. Due diligence is complete, no further information is available.